Event description:
The customer raised safety concerns relating to the outer orange insulation on the 240v ac power cord. The outer orange insulation stretched and separated several inches below the iec connector allowing the individual insulated ac conductor wires to be viewed.

Manufacturer narrative:
Conclusion - insufficient evidence or information leading to cause cannot be determined. Evaluation summary: the device is an ac to dc power converter that has not been returned but was investigated using photographic images. The images revealed that the outer orange insulation on the ac power cord (result) was stretched and separated, revealing the internally insulated wires which were unaffected by the stretching event. Evaluating the pictures taken of the affected material confirmed the stretched and separated outer insulation sheath of the ac power cord. The cause of the stretching action to allow the outer insulation to break cannot be determined.